Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system with high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Inappropriate anti-tachycardia pacing (atp) was delivered, and rv rate sensing had dropped significantly with pace impedance measurements decreasing from 400 ohms to less than 200 ohms. There were numerous ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes containing non-physiologic noise on the rv rate sense and shock egms. Technical services (ts) discussed troubleshooting options, recommended an in-office check to evaluate rv lead integrity. This rv lead remains in service. No adverse patient effects were reported.